Event description:
Event description cpi received information that this patient's bipolar leads wer removed from service. The model 4271 serial number 209259 was removed from service because it was 'kinked' and the model 4261 serial number 243666 was explanted because of high thresholds of greater than 9.5v.